Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 65 mg/dl was confirmed on (B)(6) 2017. User conducted two back to back cartridge changes due to alarm 19. The alarm 19 issue was trouble shot by tandem customer technical support, customer was able to load a cartridge and resume insulin. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was also reported that the customer experienced resistance when filling multiple cartridges. Customer reported blood glucose level was 178 (mg/dl) at the time of these events. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer reported experiencing a low blood glucose (bg) level of 65 (mg/dl) earlier that day. Contact stated they were unsure of the reason for the low bg level. Candy was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.